Event description:
This device was implanted on (B)(6) 2010. And explanted on (B)(6) 2012, due to painful pacer pocket. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).